Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomailes that could have been related to the report, there were no fusarium recoveries from the facility enviromental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
Consumer called to report that she was seen by her hcp and was diagnosed with an acute fungal infection, while using renu multiplus multi-purpose solution. Consumer was treated with tobradex drops. Medical documentation has been requested from consumer's hcp without response to date.